Event description:
It was reported that the patient developed a systemic infection. On (B)(6) 2026, the right atrial (ra) lead was explanted along with the rest of the ICD system. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).